Event description:
The customer reported that the device failed the opcheck with a pacer failure message. This was during testing only.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the opcheck with a pacer failure message. This was during testing only. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.